Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 280 mg/dl, and a correction bolus was delivered to resolve the high. The customer alleged that the pump was not delivering the intended basal rate, but that the boluses were going through fine. Tandem technical support explained that basal deliveries are very small amounts of insulin, however the customer maintained that pump was not delivering the intended insulin. Reportedly the customer continued to use the pump for insulin therapy.